Event description:
Extreme pain in left knee radiating into hip and lower leg / anterior knee pain [pain in extremity], allergic reaction [hypersensitivity], lower back pain [back pain], chest pain [chest pain], fatigue [fatigue], difficulty swallowing [dysphagia], hemorrhoids [hemorrhoids], difficulty breathing [dyspnoea], itching [pruritus], rash [rash], dizziness [dizziness], headache [headache], swelling of the knee [joint swelling], abnormal smell [parosmia]. Case description: spontaneous report was received on (B)(4) 2012 from a medical assistant regarding a (B)(6) male pt, initials (B)(6), with mild osteoarthritis. The pt's medical history was significant for previous treatment with synvisc (dates not provided) in the past. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml into the left knee. On (B)(6) 2012, the pt received last synvisc injection of the series. On an unspecified date in 2012, the pt experienced allergic reaction, swelling of the knee, rash (site unspecified), itching, lower back pain, chest pain, difficulty breathing, difficulty swallowing and fatigue. The pt had computerized tomography scan and found nothing specific to symptoms. It was reported that, the pt developed hemorrhoids post synvisc injection. All events were not yet recovered. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting medical assistant did not provide the relationship between synvisc and all the events.

Manufacturer narrative:
F/u info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. Eval summary: the production and quality control documentation for lot # v1114, with expiration date (08/01/2014) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. F/u info was received on 09/12/2012, from the physician regarding medical history, lab data, concomitant medications, treatment medications and event info. The pt's medical history was significant for mild osteoarthritis with prior effusion and joint narrowing, shoulder impingement and previous treatment with euflexxa (sodium hyaluronate) a series of three injections (B)(6) 2011. On (B)(6) 2012, 2ml of joint fluid was collected from the left knee of the pt prior to the first injection. On (B)(6) 2012, the pt received the second injection of the synvisc and 5 ml of joint fluid was collected from the prior to the injection. The same day, swelling of knee developed. On (B)(6) 2012, the event of swelling of knee resolved. On (B)(6) 2012, the pt complained of extreme pain in the left knee radiating into hip and lower leg, abnormal smell, dizziness and constant headache. On the same day, the pt received treatment with cortisone injection for left shoulder impingement and was treated for the event of extreme pain in the left knee radiating into hip and lower leg with medrol (methylprednisolone) dose pak and lorcet (hydrocodone bitratarate + paracetamol). The pt received lorcet for back pain also. On (B)(6) 2012, the pt's left knee had improved and pains shooting down the leg were gone. It was reported that "medrol dose pack treated symptoms he related to post synvisc reaction and was advised to continue home exercise". The same day, the pt received second injection of cortisone in the shoulder. On (B)(6) 2012, the pt continued treatment with medrol dose pak and received third cortisone injection in the left shoulder. The outcome for the events of lower back pain, chest pain, difficulty breathing, difficulty swallowing, fatigue and hemorrhoids was assessed as not yet recovered. The outcome for the events or extreme pain in the left knee radiating into hip and lower leg, abnormal smell, dizziness, and constant headache was not provided. Relevant concomitant medications included lexapro (escitalopram oxalate) and vicodin (hydrocodone bitartarate + paracetamol). The intensity for the events of swelling of knee, lower back pain, chest pain, difficulty breathing, difficulty swallowing and fatigue was assessed as moderate. The intensity for the events of extreme pain in the left knee radiating into hip and lower leg, abnormal smell, dizziness, swelling of knee and constant headache was not provided. The reporting physician assessed the relationship between synvisc and the event of swelling of knee as possible. The reporting physician did not provide the relationship between synvisc and the events of extreme pain in the left knee radiating into hip and lower leg, abnormal smell, dizziness, and constant headache. MFR's comment: the benefit-risk relationship of the product is not affected by this report.